Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a missing charged coupled device (ccd) lens, image quality was poor with incorrect color reproduction, and the device failed the leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer alleged issue of "not working" occurred due to a missing charged coupled device (ccd) lens. Whereas, it is likely the missing charged coupled device (ccd) lens, image quality was poor with incorrect color reproduction, and the device failed the leak test occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available.¿ the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that an olympus autoclavable camera head was "not working properly." No patient injuries were reported.